Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on information received, the cause of reported event could not be conclusively determined. The reported surgery is the result of case-specific circumstances, as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient¿s prior medical history doesn¿t have a history of conduction disturbance. The length of the membranous sputum was reported as 0 length with unspecified units, and a bulky accumulation of calcium was noted on the leaflets. There was no calcification extending beneath the aortic annular plane in the interventricular septum. On the same day, the valve was successfully implanted at a depth of 4mm on the non-coronary cusp (ncc) and 4mm to the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. On the following day, the patient developed a left bundle branch block (lbbb), and the first-degree atrioventricular (av) block showed signs of progression. As a result, the patient was implanted with a permanent pacemaker. It remains unknown whether the patient underwent an extended hospital stay for rhythm monitoring, or whether the physician believes the patient or user experienced adverse health consequences due to the performance of the product at the time of this report. The patient¿s status was reported as stable.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient¿s prior medical history doesn¿t have a history of conduction disturbance. The length of the membranous sputum was reported as 0 length with unspecified units, and a bulky accumulation of calcium was noted on the leaflets. There was no calcification extending beneath the aortic annular plane in the interventricular septum. On the same day, the valve was successfully implanted at a depth of 4mm on the non-coronary cusp (ncc) and 4mm to the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. On the following day, the patient developed a left bundle branch block (lbbb), and the first-degree atrioventricular (av) block showed signs of progression. As a result, the patient was implanted with a permanent pacemaker. It remains unknown whether the patient underwent an extended hospital stay for rhythm monitoring, or whether the physician believes the patient or user experienced adverse health consequences due to the performance of the product at the time of this report. The patient¿s status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.